Manufacturer narrative:
The datascope service tech replaced the defective line cord. Functional and safety tests were successfully completed. We will continue to monitor for similar events.

Event description:
End user noted smoke coming from the ac line cord. This is being reported in response to the FDA safety investigation (oct 19, 2009).